Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.